Event description:
T was reported patient underwent initial knee arthroplasty. Subsequently, patient's tibial was revised due to suspected loosening approximately 2 years post implantation. Patient had previous femoral shaft fracture with extensive alignment deformity. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records confirms tibial loosening. The patient has bone osteopenia. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional associated products: 42502606401 femur cemented cruciate retaining (cr) std left size 8 lot# 64557677. 42509902525 2.5 mm female hex screw 25 mm length lot# 64618503. 42512100812 articular surface medial congruent (mc) left 12 mm height lot# 64427491.

Event description:
No further event information available at the time of this report.